Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on 18 june 2020 with an orchestra plus programmer, the following message was displayed upon interrogation of the subject pacemaker: ¿unspecified ela error¿. The user did not acknowledge the error message and stopped the interrogation. Another orchestra plus was used to interrogate the device.

Manufacturer narrative:
The serial number of the subject device and the implantation date have been provided. Therefore, the field d4 (additional device information), d6 (if implanted, give date) and h4 (device manufacturer date) have been updated accordingly.

Event description:
Reportedly, during a follow-up performed on 18 june 2020 with an orchestra plus programmer, the following message was displayed upon interrogation of the subject pacemaker: ¿unspecified ela error¿. The user did not acknowledge the error message and stopped the interrogation. Another orchestra plus was used to interrogate the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. The implantation date is unknown.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020 with an orchestra plus programmer, the following message was displayed upon interrogation of the subject pacemaker: ¿unspecified ela error¿. The user did not acknowledge the error message and stopped the interrogation. Another orchestra plus was used to interrogate the device.